Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) the lot expiration date is currently unavailable. Device not returned.

Event description:
Anchor for lupine instability released the suture of red color when the knot in 3 anchors was made. He could only do the knot with the striped suture. One of the anchors went off from the anchor point. The patient is stable.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. Further information suggests that the anchor pulled out after being inserter and due to this issue on one anchor out of the three used in the procedure, it was converted to mini open to complete the repair. No details are available regarding the bone quality and instruments used. A root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information from the affiliate 6-28-2016. When did the suture break, was it while tensioning the suture, or when passing the suture through the soft tissue? After having placed the anchor suture violet, in all three cases. The first two anchors were well, the last one went out. Was the issue with three anchors during this one procedure? Yes, same procedure. What do you mean one anchor went off from the anchor point? The anchor was placed correctly, then suddenly got out. How was the procedure completed? The procedure was completed only with knotting suture, using a miniopen performed through this direct suture was performed. Please disregard the color red informed. The code 222981 and lot 3770452 are correct. The product was discarded.